Event description:
Healthcare professional reported left side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical impact opening. And missing piece of shell assessed as inconclusive. As per the investigation procedure stress mark, missing piece of shell was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Event description:
Healthcare professional reported, left side "rupture". Device has been explanted.